Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2022 while reportedly wearing the lifevest. The patient received four inappropriate treatments. The device was started up at 14:12:25 on (B)(6) 2022. At 18:46:54, an arrhythmia was detected. ECG shows sinus tachycardia @ 120 bpm with tall t waves, lbbb and pvcs. At 18:47:29, the patient received the first inappropriate treatment. The rhythm at the time of treatment was sinus tachycardia @ 120 bpm with tall t waves and lbbb. The post shock rhythm was sinus tachycardia @ 120 bpm with tall t waves and lbbb. At 18:47:53, the patient received the second inappropriate treatment. The rhythm at the time of treatment was sinus tachycardia @ 120 bpm with tall t waves and lbbb. The post shock rhythm was sinus tachycardia @ 120 bpm with tall t waves and lbbb. At 18:48:20, the patient received the third inappropriate treatment. The rhythm at the time of treatment was sinus tachycardia @ 120 bpm with tall t waves and lbbb. The post shock rhythm was sinus tachycardia @ 120 bpm with tall t waves and lbbb. The electrode belt was disconnected at 18:48:44 on (B)(6) 2022. Per holter monitor the patient was last seen in sinus tachycardia @ 135 bpm with tall t waves, lbbb, motion artifact and electrode lead falloff. At 18:48:46, the patient received the fourth inappropriate treatment. The rhythm at the time of treatment was sinus tachycardia @ 140 bpm with tall t waves and lbbb. The post shock rhythm was sinus tachycardia @ 135 bpm with tall t waves, lbbb, motion artifact, and electrode lead falloff. The patient passed away on (B)(6) /2022.

Manufacturer narrative:
Device evaluation of the monitor has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. The electrode belt has not been recovered. The device flag data from the last download does not indicate any device malfunction.

Manufacturer narrative:
Device evaluation of the monitor has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. The electrode belt has not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
2:41 pm. A us distributor contacted zoll to report that a patient passed away on (B)(6) 2022 while reportedly wearing the lifevest. The patient received four inappropriate treatments.   The device was started up at 14:12:25 on (B)(6) 2022. At 18:46:54, an arrhythmia was detected. ECG shows sinus tachycardia @ 120 bpm with tall t waves, lbbb and pvcs. At 18:47:29, the patient received the first inappropriate treatment. The rhythm at the time of treatment was sinus tachycardia @ 120 bpm with tall t waves and lbbb. The post shock rhythm was sinus tachycardia @ 120 bpm with tall t waves and lbbb. At 18:47:53, the patient received the second inappropriate treatment. The rhythm at the time of treatment was sinus tachycardia @ 120 bpm with tall t waves and lbbb. The post shock rhythm was sinus tachycardia @ 120 bpm with tall t waves and lbbb. At 18:48:20, the patient received the third inappropriate treatment. The rhythm at the time of treatment was sinus tachycardia @ 120 bpm with tall t waves and lbbb. The post shock rhythm was sinus tachycardia @ 120 bpm with tall t waves and lbbb. The electrode belt was disconnected at 18:48:44 on 5/6/2022. Per holter monitor the patient was last seen in sinus tachycardia @ 135 bpm with tall t waves, lbbb, motion artifact and electrode lead falloff. At 18:48:46, the patient received the fourth inappropriate treatment. The rhythm at the time of treatment was sinus tachycardia @ 140 bpm with tall t waves and lbbb. The post shock rhythm was sinus tachycardia @ 135 bpm with tall t waves, lbbb, motion artifact, and electrode lead falloff. The patient passed away on (B)(6) 2022.